Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm while fill tubing. The customer's blood glucose was 148mg/dl at the time of the incident. The customer reported that they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Troubleshoot determined that changing the reservoir resolved the issue. The reservoir will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.